Event description:
It was reported that the right atrial (ra) lead was oversensing. The lead was capped and a new lead was implanted. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert and was oversensing noise with non-sustained ventricular tachycardia (nsvt) and short interval counts (sic). The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
Performance data revealed there was noise on the atrial lead.